Event description:
Staples did not line even through knife cut through inferior mesenteric vein. Procedure converted to open to control hemorrage. No yellow blocks visible in the appropriate position on stapler. Lockout working. Changed staple reload and lined-it worked.